Event description:
Consumer contacted dexcom to report that she had a hypoglycemic event in which she awoke from a state of unconsciousness and in a puddle of sweat. A glass of orange juice was given to her by her boyfriend. 911 was called. Paramedics and firefighters responded. Paramedics transferred the patient to the university medical center in tucson arizona. The patients' blood sugar was 161 when she arrived at the hospital. The patient was treated with an IV and then released. The patient reported that she had not worn the dexcom device in over a week. The patient was not wearing or using dexcom product during the reported event. Patient is reported to be doing well. No additional information is available.